Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of more than 2000 ohms. Additionally, undersensing and noise were observed in the atrial channel. The physician planned to continue monitoring the patient remotely. At this time, the pacemaker and this ra lead remain in service, and there were no adverse patient effects reported.